Manufacturer narrative:
Insulin pump was received with compromised force sensor system alarm during basic occlusion test and unable to prime at 4.0 pounds during prime/ compromised force sensor system test due to faulty force sensor system. Unable to perform basic occlusion and occlusion tests due to compromised force sensor system alarm. Device had missing end cap sticker, cracked display window corner, cracked battery tube threads and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump alarmed a compromised force sensor system alarm. Customer's blood glucose was 456 mg/dl. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.